Manufacturer narrative:
A complaints database search and review of manufacturing records did not identify any anomalies. The lab report and products were reviewed by bioengineering and a report was received stating: the x-rays indicate the head has separated from the stem. It is not possible to conclude why the head separated from the stem. This was the second head introduced to the stem in a patient with a prior dislocation (all be it with a lower offset head). The stem is in varus which will lengthen the offset of the neck. Lab report (B)(4) was reviewed. It is not possible to say of the dark material on the stem was present in the first procedure or has been added to in the second procedure. The head has light scratching over the surface and the lab report suggests there may have been contact with the stem or shell causing scratching. Based on the information received and the investigation performed, the root cause of the need for revision was undetermined. The customer did not report a device defect. The customer report dark material at the head/stem taper. Taper damage is reported with retrieved components. It is not possible to determine if there was a manufacturing fault. No corrective action is required. Post market surveillance is per (B)(4). The mode of failure of the prosthesis is multi-factorial and consideration has to be given to all other potential influences such as surgical process, patient variables i.e. Activity, weight, bmi and use, anatomical considerations and patient changes over time. This report details the finding of review of the explants and information as supplied at the time of evaluation. Any conclusions from this data have to be placed into context with all other relevant factors. The complaint shall be closed with an undetermined conclusion it will be entered into the complaint database and monitored through trend analysis.

Event description:
The type of this complaint is implant dislocation. The primary surgery for tha took place in 2006 by the use of duraloc cup 50, replica and the head (28+0). The first revision took place in 2010 to change the head size to 28+0 to 28+3, because of the dislocation of the head led to the implant migration from the neck. The second revision took place on (B)(6) by the reason of the recurrence of the past symptom in order to change the head size to 28+6. However, the stem and the cup remained unchanged. The liner was supposed to be replaced but out of stock. The surgeon carried out only the replacement of the head eventually. The surgeon found wear around the taper¿s interlocking part and black discoloration inside the articular capsule. The surgeon has requested investigations into the black particles and the wear amount. The surgery was complete with a ten-minute delay and the patient is now under close observation for recovery.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).